Manufacturer narrative:
The explanted devices were discarded by the medical facility.

Event description:
A complaint of a lead migration was reported. The leads were wrapped around the patient's precision system therefore the physician explanted the leads and re-implanted new leads. Additionally the patient's ipg was not fully charged therefore the physician replaced the ipg. The patient is reportedly doing well.